Manufacturer narrative:
Section b5: initial infection reported under related manufacturer report number 2916596-2020-06229. Manufacturer's investigation conclusion: a specific cause for the report of recurrent bacteremia with a suspected pump infection could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. It was reported that heartmate ii lvas, serial number (B)(6), was operating as expected and would not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08feb2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death, stroke, bleeding (perioperative or late), local infection, respiratory failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas and includes information regarding how to prevent and control infection. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted with recurrent bacteremia and a suspected left ventricular assist device (lvad) infection. It was reported that the infection was difficult to manage due to the patient¿s allergies to optimal antibiotics, and the patient continued on the previously started chronic suppression antibiotics. The patient was also noted to have atrial fibrillation; it was reported that the patient¿s implantable cardioverter-defibrillator (ICD) was implanted prior to the lvad as the patient had a history of atrial fibrillation and ventricular tachycardia. The patient reported sudden left-sided weakness and dizziness and was found to be unable to move the left upper and lower extremity, prompting a stroke alert. An acute parenchymal hematoma in the right frontal lobe was confirmed by computed tomography angiography (cta) on (B)(6) 2020. The patient¿s international normalized ratio (inr) was reversed with intravenous anticoagulant-reversal medication. A repeat cta taken on (B)(6) 2020 found increased size of the hematoma with increased surrounding vasogenic edema and sulcal effacement. Neurosurgery was consulted but declined acute intervention due to medical comorbidities. The night of (B)(6) 2020, the patient had high mean arterial pressures (maps) in the 100s, for which an antihypertensive medication was administered. The night of (B)(6) 2020, the patient experienced acute decompensation with likely mucous plugged aspiration leading to hypoxia. A repeat computed tomography (CT) head scan was taken on the morning of (B)(6) 2020 which demonstrated a stable bleed and edema. The patient¿s mental status, cranial nerves, motor function, sensory function, coordination, reflexes, and gait were assessed on (B)(6) 2020, with findings consistent with the confirmed intracranial hemorrhage. Discussion of the likely possibility of intubation due to the patient¿s inability to tolerate his own secretions, the poor stroke prognosis, and the recurrent infection resulted in a change in the patient¿s treatment to focus on comfort with a do-not-resuscitate/do-not-intubate status. The patient expired under hospice care on (B)(6) 2020 reportedly due to intracranial hemorrhage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was originally admitted for a chronic infection. It was reported that the patient passed away. It was reported that the cause of death was an intracranial hemorrhage. A CT (computerized tomography) scan was performed which found no aneurysm or vascular malformation, but did find a hemorrhage in the brain. The patient was transferred to hospice care and passed away on (B)(6) 2020. No further information was provided.